Event description:
While treating a pt (age & gender unk) the device inappropriately shut down while using battery power. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.